Manufacturer narrative:
The report of low flows was confirmed through the evaluation of the submitted system controller log files. The pump operated above the low speed limit for the duration of the log file and the system appeared to be operating as intended a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported by the customer that the patient experienced low flow alarms since (B)(6) 2017 in the setting of preexisting slow ventricular tachycardia (vt). The map was 78 mm hg, but the patient felt unwell and had shortness of breath. The inr level on (B)(6) 2017 was at 5.2 (week earlier at 1.6-1.7 ). The patient has been on aspirin, persantine, and warfarin since (B)(6) 2017 due to a slightly elevated lactate dehydrogenase (ldh) since surgery 400-650 u/l (baseline 350 u/l). The patient underwent cardioversion and vt ablation. Log file analysis completed by the manufacturer¿s technical services representative confirmed the continuous low flow and power, decrease of the average pulse index. An echocardiography (echo) revealed that the cannula was positioned toward the septum and the speed of the pump have been decreased. The low flows were improved and appeared to be related to cannula shifting since surgery due to patient¿s weight loss because of the preexisting hyperthyroidism prior to vad implant. On (B)(6) 2017, the patient was discharged home. The pump speed was back up to 9000 rpm from 8800 rpm as an outpatient. The low flow alarms have been resolved since discharge. The patient's inr was kept at 2-3. No additional information was provided.